Manufacturer narrative:
An event regarding alleged altr and deep capsular wound dehiscence (patient factors) involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no items were returned. Clinician review: the provided medical records were reviewed by the consulting clinician indicating "on (B)(6) 2017 an admission report notes, "total right hip arthroplasty without evidence for immediate complication. On (B)(6) 2017 a, excision right hip pseudotumor; closure right capsular dehiscence; and closure right iliotibial band dehiscence for a diagnosis of right hip pseudotumor, right capsular dehiscence and right iliotibial band dehiscence was performed. The operative report describes general anesthesia and the use of the previous posterior incision. The operative report notes, " ... Entering at the presumed level of the it band ... Fell into deep cavern full of serosanguinous fluid ... Found it band had dehisced ... Covered with a pseudocapsule ... Capsule itself dehisced ... Closed with drains ... Fluid sent for chromium and cobalt levels." Uncomplicated surgery was described and the patient was discharged home on (B)(6) 2017. A surgical pathology report final result states, " ... Synovium right hip final diagnosis: fibrosynovial tissue with reactive changes, fibrosis and deposition of polarizable foreign material and hemosiderin. Negative for acute inflammation, negative for features of alval." There is no documented follow-up subsequent to this procedure available for review." "Retrieval analysis of a biolox head and pathology slides by implant retrieval laboratory, funding provided by stryker corporation, includes four color photographs of the explanted head demonstrating the inside taper showing metal transfer and metallic removal damage on part of the articular surface. The summary of this report is, components grossly intact. Low deviation from sphericity suggests wear unremarkable. No evidence of unusual wear inside taper. Eight color photo micrographs demonstrate no evidence of metal hypersensitivity, infection or high wear. The reason for pain and effusion is unclear." "There are no serum cobalt and chromium levels and serial dated x-rays or mr images available for review. Surgical pathology from both the (B)(6) 2016 and (B)(6) 2017 surgeries are not diagnostic of pseudotumor, altr., or alval. These conditions would be highly unlikely in the ceramic-on-poly articulation used in these hips. Indication from stryker corporation confirms none of the components used in these hips were subject to a recall. There is no evidence this patient's described symptoms were related to factors of implant design, manufacturing or materials." "The indications for the (B)(6) 2017 surgery are for deep wound dehiscence and are not shown to be related to the implants, which were not changed. The cobalt and chromium levels for which surgical fluid was sent are not available, but even if they were, no accepted normal baseline values or clinical significant of these values has been determined for intraoperative fluid levels." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been 1 other similar event for the lot referenced. However, it is for the same patient. Conclusions: the event is not confirmed nor the root cause of the reported event could be determined due to the minimal information received. Review of the medical records by the consulting clinician indicated "there are no serum cobalt and chromium levels and serial dated x-rays or mr images available for review. Surgical pathology from both the (B)(6) 2016 and (B)(6) 2017 surgeries are not diagnostic of pseudotumor, altr., or alval.[...] "Indication from stryker corporation confirms none of the components used in these hips were subject to a recall. There is no evidence this patient's described symptoms were related to factors of implant design, manufacturing or materials." "The indications for the (B)(6) 2017 surgery are for deep wound dehiscence and are not shown to be related to the implants, which were not changed. The cobalt and chromium levels for which surgical fluid was sent are not available, but even if they were, no accepted normal baseline values or clinical significant of these values has been determined for intraoperative fluid levels." If additional information and/or device become available, this investigation will be reopened. Device not returned.

Event description:
It was reported by the attorney, through the filing of a legal claim, that the claimant underwent right hip revision surgery on (B)(6) 2016 due to "metallosis with pseudotumor". It is further alleged that the pain worsened after his revision surgery. The claimant underwent a second right hip revision on (B)(6) 2017 for deep capsular wound dehiscence. This pi is for revision 2 for right hip. Event update per review of medical dictation: "on (B)(6) 2017 an admission report notes, "total right hip arthroplasty without evidence for immediate complication. On (B)(6) 2017, excision right hip pseudotumor; closure right capsular dehiscence; and closure right iliotibial band dehiscence for a diagnosis of right hip pseudotumor, right capsular dehiscence and right iliotibial band dehiscence was performed. The operative report describes general anesthesia and the use of the previous posterior incision. The operative report notes, " ... Entering at the presumed level of the it band ... Fell into deep cavern full of serosanguinous fluid ... Found it band had dehisced ... Covered with a pseudocapsule ... Capsule itself dehisced ... Closed with drains ... Fluid sent for chromium and cobalt levels." Uncomplicated surgery was described and the patient was discharged home on (B)(6) 2017. A surgical pathology report final result states, " ... Synovium right hip final diagnosis: fibrosynovial tissue with reactive changes, fibrosis and deposition of polarizable foreign material and hemosiderin. Negative for acute inflammation, negative for features of alval." There is no documented follow-up subsequent to this procedure available for review."